Event description:
It was reported a peritoneal dialysis {pd} patient reported to fresenius she experienced an infection and was transitioned to hemodialysis {hd}. There was no specific a/legation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient's pd registered nurse {porn}, it was reported this patient was hospitalized on (B)(6) 2022 following the inability to drain during a ccpd treatment on the liberty select cycler at home. The patient had their pd catheter (not a fresenius product) removed shortly after admission and the hospital obtained a peritoneal effluent fluid for cultures. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2022 were unavailable in the patient's hospital discharge paperwork; however, it was stated the patient had both afungal and bacterial infection. A white blood cell {wbc) count taken in the hospital on (B)(6) 2022 exceeded 6000/mm3 (exact count unknown). The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. It was explained the porn witnessed the patient not washing hands and not wearing a mask during a pd treatment at home. The patient was prescribed intraperitoneal (ip) vancomycin and ip ceftazidime for three weeks {dosages andfrequencies unknown) and oral fluconazole (dosage, frequency and duration unknown). The patient had a central vascular catheter placed on (B)(6) 2022 in favor a hdfor renal replacement therapy. It was unknown if the patient underwent an hd treatment while hospitalized. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2022. It was confirmed the patient's peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd on an in-center basis post-discharge. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)